Manufacturer narrative:
Batch review performed on 22 february 2019: lot 153941: (B)(4) items manufactured and released on 04 april 2016. Expiration date: 2021-01-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved in the event, ce marked by the supplier: amis 01.15.10.0538 amis cup impactor-m8 incipio lot. 17j3319. The manufacturer has been informed about the event. Preliminary investigation performed by r&d project manager on the basis of the received picture: looking at the image attached to the complaint it is evaluable that the cup is blocked on the cup impactor, the lever of the cup impactor is close and it seem that the cardan screwdriver is out of its neutral position. More details will be added during the visual inspection. It is not possible to determine the root cause. The instrument is ce marked by supplier.

Event description:
During the primary hip surgery and after impacting the 52mm cup, it was discovered that the impactor handle would not disengage from the cup. The surgeon removed the original cup and implanted a different 52mm cup using a different impactor handle with no issues. There was a 5 minute delay in the case and the surgery was completed successfully.